Manufacturer narrative:
(H3,h6): arrived on-site to the door open. Site stated they manually opened door with wrench. Found the alignment to be slightly off. Adjusted alignment and performed invalidate home procedure. Once unit was re-homed the unit performed as intended. Found the door would pop on opening was able to adjust the door covers and popping was resolved. No further issues to report. System performing according to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not open after being around the patient. The site pressed the yellow door override button and the door remained closed. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. Technical services (ts) had the site manually open the gantry and remove from around the patient.